Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm reading was 78 mg/dl and, although the patient had no symptoms at that moment, the patient self-treated with drinking a juice box (15 mg of carbs). After this the patient started to zone out, and her husband made her drink 5 more juice boxes (15 mg of carbs too). After the self-treatment the cgm reading was 78 mg/dl, and the blood glucose reading was 39 mg/dl, and because of this, her husband brought her to the hospital. In the hospital she received intravenous treatment with dextrose. Multiple tests were done like a lab test with cbc, auto differential, comprehensive metabolic panel, lipase, poc glucose, and an ECG was made. As the patient had low potassium, she received potassium chloride. The patient was discharged after 4 hours and was feeling well at the time of the report. No more blood glucose readings were reported from the time at the hospital. The morning the patient reported the event, she mentioned that the cgm reading was 82 mg/dl, and the blood glucose reading was 133 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - code 4581, e2402 selected as there is no code available for zoning out.